Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated sporadically, also there was no abnormality on the exterior. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but there was the possibility that this phenomenon was attributed to the malfunction of the power supply unit, which might be caused by the accidental failure of it or the aging degradation due to long term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a cystoscopy with the subject device at the user facility, the subject device gave the error e103 which indicated the subject device had broken down. The user facility completed the procedure with the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.